Event description:
It was reported that the device was tipped back into the patient's chest making it difficult to interrogate the device both in office and for remote transmissions. It was further reported that the atrial lead has a known insulation issue and has low impedance, small p waves and shows noise on the atrial electrogram. The lead also caused pocket stimulation during interrogation. The lead was reprogrammed to bipolar pace/unipolar sense. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.